Event description:
It was reported that the implantable pacemaker exhibited premature battery depletion (pbd). This device was subsequently explanted and successfully replaced. No adverse patient effects reported.